Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to an unspecified fungal infection (no further detail was provided). It was not reported if the patient was hospitalized for the event. Treatment was unknown. At the time of this report the patient had not recovered and dianeal therapies were ongoing. No additional information is available.